Manufacturer narrative:
The investigation into limb ischemia ¿ reversible has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-23623.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and developed ischemia in the leg post implant same day. Following the impella cp implant, the patient had no flow below the insertion site. The patient was noted to have severe peripheral vascular disease in bilateral femoral arteries at the time the condition developed. A distal perfusion catheter was placed to treat the condition. The patient outcome was indicated as unknown; however, support with the implanted pump continued following the intervention.